Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet pump¿s screen was cracked after the device likely detached from the clip and was rolled on during sleep, consistent with physical damage to the display assembly. Symptoms included no adverse clinical effects. Outcomes included replacement of the device, continuation of therapy using backup insulin and cgm, and instructions to shut down the damaged unit to prevent alerts. Investigation included customer interview, verification of shipping information, and education on data synchronization, device return, and start-up requirements for the replacement. Investigation of this case revealed external impact damage to the screen, with no performance alarms reported and no functional complaint beyond the cracked display. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external mechanical stress.